Event description:
Customer blood glucose = 400+mg/dl. Customer administered insulin based on the reading. After dosing felt themselves in a hypoglycemic state. Customer tested again blood glucose = 340 mg/dl. Customer's spouse gave patient peanut butter, pure sugar and grape juice with sugar. Paramedics were called. Paramedic meter reading = 40mg/dl. Customer taken to hospital and given food. Customer left hospital with a blood glucose = 200 mg/dl. No controls were in place. A request was made for the return of the suspect device and replacement product was sent.